Manufacturer narrative:
Unit passed selftest and displacement test. Pump error 53 found in the pump history due to software error. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a pump error alarm. Their blood glucose is unknown. During troubleshooting, the customer stated that they were able to clear the alarm. However, they said that there was no bolus recorded in the daily history. The customer was advised that the pump needed to be replaced. The insulin pump will be returned for analysis.